Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen unresponsive. The inability to make changes to the patient settings may be detrimental to the patient. No patient harm reported. Patient information requested.

Manufacturer narrative:
The field service engineer reported the reported problem only happened the one time, there has been no recurrence of the problem since. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).